Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated through inguinal canal into the scrotum. The reservoir was explanted, replaced and placed ectopically through counter incision. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cx 18cm: (B)(4).